Event description:
The patient reported they were unable to charge and then their stimulation stopped, followed by a return of pain about a year ago. The implant had been helping approximately 30%, sometimes more or less. Additional information received from a healthcare professional indicated the patient felt like their battery wasn't holding a charge and not working. The device was indicated for lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.